Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a transcatheter aortic valve replacement procedure, the right ventricular (rv) lead exhibited undersensing, no capture, and pauses. The rv lead remains in use. No further patient complications have been reported as a result of this event.